Manufacturer narrative:
The events of edema, lethargy, fever, and hair loss, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Pain ¿ pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists.

Event description:
Patient reported the left breast implant felt hard, and also reported experiencing hair loss, lethargy, fever, and swollen hand. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event was received on september 14, 2017 with lot number 2418884. Visual analysis of the returned device identified: opening, brown particles and fluids clear inside the device. Leak test was performed found five openings around radius side. A microscopic analysis was performed which identify four striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: five striated edge opening on radius side due to surgical damage.

Event description:
Patient reported the left breast implant felt hard, and also reported experiencing hair loss, lethargy, fever, and swollen hand. The device has been explanted.